Event description:
On november 23rd, 2020, the user contacted dario to report elevated blood glucose (bg) readings. The user reported that several months prior, she had been getting consistent bg readings in the 100 mg/dl range, and then stopped using the dario meter. One day prior to contacting dario, the user reported having a terrible headache and was feeling shaky, so she tested her bg level, and received a reading of over 400 mg/dl. The user reported that she fasted to bring her levels down, however, when she continued to test throughout that day and the following day, she continued to receive readings over 300 mg/dl. Due to these elevated readings, the user went to the doctor, where her bg level was tested with the doctor's meter and read 95 mg/dl compared to a reading of 407 mg/dl with the dario meter. Two days after initially contacting dario, the user updated that she had tested with a new cartridge of strips and received a bg reading of 82 mg/dl. The user reported that the new cartridge of strips is reading accurately. While following up with the user, it was determined that the user had been using a cartridge of strips that has been opened for more than a month, and therefore was expired. As per dario's test strips labeling "use within one month from first opening the cartridge foil". Dario's representative explained to the user that strips that have been opened for more than 30 days can cause high readings. Therefore, it can be determined that there was misuse of the device (off-label use). This complaint is not confirmed.